Event description:
It was reported that the patient experienced stimulation in the wrong location while stimulation was turned on. He experienced stimulation in his hip, kidney and bones, but no pain relief. When he moved or changed body positions he experienced a loss of therapeutic effect. It was later reported that an x-ray determined the lead had migrated to the right and the hcp recommended using a 5-6-5 lead. The patient experienced intermittent stimulation, and reported his battery drained in approximately a day and he was recharging more than expected. The patient had to increase the stimulation throughout the day or he would lose stimulation sensation, but when he turned it off and back on again he experienced an overstimulation sensation. The patient stated that stimulation was intermittent depending on body position, but later reported that he did not believe that body movement had anything to do with the issue. Additional information received reported that previously reported information was inaccurate. It was stated that the patient did not have lead migration, and the lack of lead migration was confirmed by the hcp via x-ray. The patient had stimulation, but did not feel that the therapy was providing the same benefit as his trial. He had an appointment with a neurosurgeon scheduled for (B)(6) 2011 to discuss the possibility of placing a 565 surgical paddle for better stimulation.

Manufacturer narrative:
Extension model 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 3708240; serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; accessory model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4), accessory model 37092, lot # 285240001; accessory model 3550-39, lot # n278570, implanted: (B)(6) 2011, explanted: unknown; accessory model 3550-39, lot # n279664, implanted: (B)(6) 2011, explanted: unknown; lead model 3888-45, lot # v687755, implanted: (B)(6) 2011, explanted: unknown; lead model 3888-45, lot # v597862, implanted: (B)(6) 2011, explanted: unknown; lead model 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for extension (B)(4) revealed no significant anomalies. Final device analysis for anchor lot n278570 revealed no significant anomalies. Final device analysis for lead lot v687755 revealed no anomalies. Final device analysis for lead lot v597862 revealed no anomalies. Final device analysis for lead lot v713186011 revealed no anomalies.

Manufacturer narrative:
Extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2011; explanted: (B)(6) 2011, extension: model 3708240, serial# (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2011, accessory: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4), accessory: model 37092, lot# 285240001, accessory: model 3550-39, lot# n278570, implanted: (B)(6) 2011; explanted: (B)(6) 2011, accessory: model 3550-39, lot# n279664, implanted: (B)(6) 2011; explanted: (B)(6) 2011, lead: model 3888-45, lot# v687755, implanted: (B)(6) 2011; explanted: (B)(6) 2011, lead: model 3888-45, lot# v597862, implanted: (B)(6) 2011; explanted: (B)(6) 2011, lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2011; explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was scheduled for a lead revision due to the previously reported inadequate stimulation coverage and jolting sensations. During the operation, it was discovered that the patient had an infected area at the spine incision site, and the physician decided to remove the entire system. The patient was receiving antibiotics, and was in a lot of pain. The hcp was considering re-implanting a new device once the infection cleared. It was reported that there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
Further information received that the patient was diagnosed with an infection with primary site noted as the lead tract. It was reported that the patient was administered perioperative antibiotics. The date on onset of the infection was noted as unknown. It was confirmed that the patient's implantable neurostimulator system was explanted and "redoing it" 4 to 6 weeks later. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.